Event description:
It was reported that 2 days post an uneventful right internal / common carotid (rica/rcca) stenting procedure, the patient experienced a hypertensive episode with nausea, vomiting, confusion, right sided weakness, left sided headache, expressive aphasia and seizure activity. The event was diagnosed as a left temporal / parenchymal hemorrhagic stroke. Treatment included discontinuation of aspirin and effient, adjustment of insulin, blood pressure medications, keppra and depakote. The patient was intubated as a precautionary measure and taken to the intensive care unit. On (B)(6) 2011, the patient was discharged to a skilled nursing facility. The condition is continuing, but improving. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), seizure, intracranial hemorrhage, hypertension, nausea, weakness and headache are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.